Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "there is a gap between the acoustic lens and the ultrasound probe" has been confirmed however a probable cause could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a gap between the acoustic lens and the ultrasound probe. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: the up/ down knob could not be locked securely due to wear of the lock engagement lever, elevator channel plug was loose, air/ water cylinder had discoloration, suction cylinder had discoloration, water tightness was lost due to a pinhole on the bending section cover, the number of missing elements exceeded the standard value due to damage on the ultrasonic probe, displayed ultrasonic image was defective due to damage on the acoustic lens, distal end had a scratch, adhesive around the objective lens had a crack, light guide lens had a chip, adhesive on the bending section cover had a crack, connecting tube had a scratch, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.